Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the backlight functioned properly. The contrast button responded appropriately to user presses. Unrelated to the complaint, the display screen appeared dim with discolored text.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump¿s backlight was not working. There was no reported adverse event associated with this complaint. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.